Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems(thoracic and occipital). This issue's regarding the thoracic system. It was reported the patient did not recharge the ipg for over a year due to managed pain. Subsequently, the patient attempted to use the system and the ipg will no longer communicate with any external devices. As a result, surgical intervention may be undertaken at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model. Effective therapy was established postoperatively thus resolving the issue.